Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery alarm and had a blank display. The customer¿s blood glucose level was unknown. The customer states the failed battery test occurred after replacing the battery after a low battery alarm, states that battery is brand new. The customer was assisted with troubleshooting for fail battery alarm and advise the customer to insert the new battery. The customer states the display returned. Advised the customer to monitor the pump. The insulin pump will be returned for analysis.